Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by the pacer cable becoming unseated from its connector causing an open circuit. Cause of the cable becoming unseated is inconclusive since the receiving connector was still in the locked position. A secondary finding identified by factory service was that the device would not power up with a battery or auxiliary power. The cause of this failure was due to a worn battery connector on the battery circuit board that was no longer making sufficient contact to supply the power supply circuit board with required voltage. Reinsertion of the pacer cable and replacement of the battery circuit board resolved the failures. After repair, the device performed to specifications and was returned to the customer.

Event description:
The customer indicates that the pacing function does not work. No patient involvement. Factory service identified upon receipt that the device would not power up.